Manufacturer narrative:
Corrected model #.

Manufacturer narrative:
(B)(4). Device code 3191 (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure at 180w setting, with 43,531 joules used and 5:15 minutes of time expended, the side-firing fiber was noted to be ¿throwing console into standby, energy then firing out the tip of the fiber¿ the procedure was completed with another fiber. Patient outcome: "fine". No injury reported.